Event description:
It was reported that the patient experienced high blood glucose on (b)(6) 2026. It was manged with pump and insulin pen.

Manufacturer narrative:
E1: (b)(6). Name: Medtronic MinimedCountry: United States of AmericaAddress ¿ Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325-1219.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.